Event description:
It was reported the healthcare provider (hcp) believes the implantable neurostimulator (ins) did not last as long as it should. Additional information received reported impedances were conducted and fell within the normal range. It was reported the ins was replaced. It was reported the patient was fine and the "battery" reached eol earlier than expected.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v465518, implanted: (B)(6) 2012, product type: lead; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).

Event description:
Additional information received reported that the manufacturer representative did not think the replacement had been done.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the cause of the event was left implantable neurostimulator (ins) depletion and the battery depletion was premature. It was noted that the ins was replaced on (B)(6) 2014 and there was reprogramming on (B)(6) 2014 after the replacement. It was reported that the voltage was increased from 2.95 volts to 4 volts when the device was replaced and the setting was later increased to 4.8 volts. Signs and symptoms associated with the event included increased tremor and difficulty walking. It was noted that the patient did not require hospitalization and there was no injury. It was reported in a subsequent follow-up that the patient was improved with tremor and ambulation.